Event description:
During insertion of a 4fr bard solo single lumen PICC to patient's upper right arm, PICC insertion proceeded without complications, catheter tip verified using 3cg technology, the tearaway dilator device was disengaged in the normal manner but it failed to completely break apart. Half of the dilator remained attached to the exposed few centimeters of PICC catheter exiting the patient's arm. It appeared as though a plastic ring of the dilator remained intact holding the dilator snugly to the PICC line. FDA safety report ID# (B)(4).